Event description:
On 09/12/2025, it was reported by a sales representative via sems-07062104 that an ar-12990 knee scorpion lower jaw of the device broke off inside the patient. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence showing an ar-12990 knee scorpion with a broken lower jaw. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported damage. The damage is most likely attributed to prying or leveraging the device with excessive force, which can place unintended stress on the jaw mechanism and result in breakage.